Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo for essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera, hydrocodone, doxycycline and flagyl. Concurrent conditions included offensive vaginal discharge and trichomonal vaginitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (d & c and dilation and curettage). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain and vaginal infection outcome was unknown. The reporter considered menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: bilateral tubal ostium were seen, first the right tubal ostium is applied with the essure device and (3) rings are seen after the application, after this, the left. Tubal ostium is then applied with the essure device and (1) ring is seen. The procedure is finished without any difficulty or complication. Patient tolerated the procedure well, she is home in stable condition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo for essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera, hydrocodone, doxycycline and flagyl. Concurrent conditions included offensive vaginal discharge and trichomonal vaginitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (d & c and dilation and curettage). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain and vaginal infection outcome was unknown. The reporter considered menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: bilateral tubal ostium were seen, first the right tubal ostium is applied with the essure device and (3) rings are seen after the application, after this, the left. Tubal ostium is then applied with the essure device and (1) ring is seen. The procedure is finished without any difficulty or complication. Patient tolerated the procedure well, she is home in stable condition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Amendment: the report was amended for the following reason: non-significant information received - coding correction performed. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo for essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera, hydrocodone, doxycycline and flagyl. Concurrent conditions included offensive vaginal discharge and trichomonal vaginitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain and vaginal infection outcome was unknown. The reporter considered menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: bilateral tubal ostium were seen, first the right tubal ostium is applied with the essure device and (3) rings are seen after the application, after this, the left. Tubal ostium is then applied with the essure device and (1) ring is seen. The procedure is finished without any difficulty or complication. Patient tolerated the procedure well, she is home in stable condition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 5-jan-2021: pfs and mr received. Event injury was updated to pelvic pain. Events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, plaintiff did not undergo for essure confirmation test were added . Reporter information, patient details, medical history, lot number, auto narrative supplement, rcc were added. New event added: pid. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.